Manufacturer narrative:
This report was initially submitted following customer notification of false susceptible results for an escherichia coli patient isolate with the vitek® 2 ast-n295 test kit (ref 415433). The customer obtained susceptible results for ampicillin/sulbactam, cefotaxime, ceftazidime and cefepime. The strain was sent to a reference lab for antibiotic retesting. Those results revealed that the strain was an esbl positive strain with resistance to the antibiotics mentioned above. The following medwatch 3500a reports were submitted to FDA: 1950204-2018-00438 (ampicillin/sulbactam) 1950204-2018-00439 (cefotaxime) 1950204-2018-00440 (ceftazidime) 1950204-2018-00441 (cefepime) note: the customer was able to obtain the expected results after preventative maintenance was performed on the instrument. Biomérieux internal investigation was conducted; however, the customer did not comply with biomérieux's request for isolate submittals. Ast-n295 lot# 7150468203 met final qc release criteria. This lot passed qc performance testing. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared the reference method. The investigation concluded no evidence to suggest the vitek 2 ast-n295 product is performing outside of specification.

Event description:
A customer in the (B)(6) notified biomérieux of false susceptible results for an escherichia coli patient isolate with the vitek® 2 ast-n295 test kit (ref 415433). The customer obtained false susceptible results for cefotaxime. The strain was sent to a reference lab for antibiotic retesting. Those results revealed that the strain was an esbl positive strain with resistance to ampicillin/sulbactam, cefotaxime, ceftazidime and cefepime. The customer stated that there was no impact to the patient in any way due to these discrepant results. The patient was successfully treated with meropenem, for which the antibiogram had provided correct results. The was no reported delay in results per the customer. A biomérieux internal investigation will be initiated.